Event description:
The customer reported via phone call that she had a failed battery test and a lost sensor alert. Customer does not have a new battery to troubleshoot with. Customer was advised to call back once she attains a new battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.